Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found system logs showed multiple errors (m-b1, m-19, m-31, c-84, and m-0b) related to the reported event, though the issue could not be reproduced during testing. The unit powered up normally, recognized all instruments, and delivered energy as expected. The unit will be returned to the original equipment manufacturer for investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general rectopexy surgical procedure, the customer reported to technical service engineer (tse) that the erbe screen just blanked out when plugging in the monopolar energy cable. The customer stated that they checked the power cord but the screen was still not coming on. Tse had the customer verified the power cord on both ends. The customer stated that the power cord was secure and even moved it over to another outlet. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that another vision side cart (vsc) was used with the erbe from that cart to finish the procedure robotically. No patient demographics were available. No additional issues occurred.

Manufacturer narrative:
Fa codes were updated.

Event description:
Refer to h11 for follow-up information.